Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date, no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced two infusion set cannula was kinked events on (B)(6) 2026. The event occurred within three hours of insertion. The insertion site was abdomen. The patient blood glucose was 420 mg/dl and was treated with correction injection via multiple daily injections.